Manufacturer narrative:
Results: insufficient information. Stent dislodgement. Conclusion: stent dislodgement. Insufficient information. (B)(4).

Event description:
The physician intended to deploy a resolute integrity drug eluting stent in the svg rca distal. The target lesion had little tortuosity, little calcification and 80 % stenosis. The device was prepped and inspected prior to use with no issues noted. During the deployment the device was inflated to 9 atm for 30 seconds. The physician believed that the stent was located in the intended distal site but after the delivery system was removed it was noted that the stent was in the proximal svg rca. The physician used a 2.5 x 15 sprinter legend balloon and placed it in the stent and inflated the balloon to 12 atms. The stent was implanted in the proximal svg rca. Another resolute stent was then passed through this stent to the original lesion site in the distal rca svg and deployed successfully. No patient complications were reported. Device evaluation: the distal tip was flared. The hypotube was kinked 11.0 and 83.0cm distal to the strain relief. Crimp impressions were visible along the working length of the balloon. The balloon folds were intact. Negative prep was performed with no leak detected. The balloon was inflated to 9 atms (nominal pressure) and successfully maintained pressure. No leak was detected from the distal tip or the guidewire entry port.